Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels reaching 50 mg/dl. Customer's health care professional recommended pump basal rate and carbohydrate ratio be adjusted. Tandem technical support guided the customer through adjusting the pump settings. Customer drank glucose drinks to address low bg levels. Reportedly, the reported issue has been resolved.